Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that infusions were running at rates faster than what was programmed. There were no specific details or specific patient events reported, however the customer feels this occurs "more often than we thought." There was no patient harm reported.